Event description:
A malfunction alarm, specifically alarm 16, was reported. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a cartridge and resumed insulin delivery.